Manufacturer narrative:
An agfa clinica analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence finding of "the right ventricular systolic pressure is estimated to be 20-25 mmhg" has bene changed to "the right ventricular systolic pressure is estimated to be between 65 and 70 mmhg." In this issue, the original sentence estimates the rvsp to be between 20-25 mmhg. The changed sentence estimates a tripled rvsp estimate of 65-70 mmhg. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed if viewed in rm or if used as a template for the repeat study on that patient. As soon as agfa is made aware of any affected reports related to this specific finding, follow-up MDR's will be submitted for each associated study date and respective medical record number/s (mrn) identified. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem corrections plan, rmat verification, as reported in FDA z-2112-10.